Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with priming during on the homechoice machine(hc). The caregiver (cg) stated they found air in the patient line after the prime during last night's therapy so they had the home patient(hp) perform therapy with manuals. The technical service representative (tsr) advised the cg they can reprime the patient line at the end of priming if the patient line does not prime. The tsr stayed on the line with the cg until the hc completed priming. The cg was contacted on (B)(6) 2012. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.